Manufacturer narrative:
Visual inspection of the system controller revealed that the strain relief on the black power lead was broken. Review of the log file data from the system controller identified approx 1 minute of events captured during which time the first event recorded was a low battery hazard event. In addition, the log file had recorded a series of events in which the pump speed was at 0 rpm, an indication that the system controller was attempting to run the pump but could not. Functionally testing of the returned system controller using a test pump revealed that when the black power lead of the system controller was maneuvered, the voltage to the test system dropped to critically low levels and the pump stopped. During our testing, the system controller alarmed for low voltage with audible alarm tones and corresponding hazardous alarms as expected. Further eval of the black power lead revealed a disturbance at the system controller housing end and the insulation of one of the inner conductors (green conductor (v+) had become compromised causing a short to the system controller resulting in excess current being drawn thereby generating heat and causing the system controller to become warm to the touch, consistent with the reported event. Although the compromised area was located where the conductors meet the controller housing, this area was not observed to be particularly sharp to cause the observed damage; however, the cable could be moved with more freedom in this area than what is expected. The white power lead at the controller housing end was secure. A review of device history records showed no deviations from mfg or qa specs that would affect pump function or performance. A trend analysis was performed and no trend was identified. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was at home at the end of the day, he experienced low voltage alarms, continuous audible tones and a red heart advisory alarm while switching power sources from battery support to the power base unit (tethered support). In addition, the pt's system controller power leads reportedly felt warm to the touch and there was a burning smell. The pt called the hospital and was advised to switch back to battery support and to exchange the system controller. While the pt was at the hospital, the alarms were able to be reproduced and the pt was switched to another system controller, power base unit, and pbu cable. The pt remains ongoing with no further issue reported.